Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a 45-year-old female patient who had essure (batch no. 628436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: valium, ibuprofen and percocet. Concurrent conditions included pelvic adhesions, menorrhagia, dysmenorrhea, adenomyosis and c-section. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy:) and lysis of adhesions. Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia and adenomyosis outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: right cornua had 1 visible coils and left cornua had 3 visible most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Lot number was added. Event dysmenorrhea, menorrhagia and adenomyosis were added.reporters, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a (B)(6) female patient who had essure (batch no. 628436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: valium, ibuprofen and percocet. Concurrent conditions included pelvic adhesions, menorrhagia, dysmenorrhea, adenomyosis and c-section. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy:) and lysis of adhesions. Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia and adenomyosis outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: right cornua had 1 visible coils and left cornua had 3 visible lot number: 628436 manufacturing date: 2008-12 expiration date: 2011-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.